Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the wire is recovered with the shaft tip of the 7f exoseal vascular closure device (vcd) attached when the polyglycolic acid (pga) is deployed at 50%. Manual compression is performed after removing the product. There were no reports of patient injury. The product has blood on it, and the deployment button and sheath adapter are used. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the wire is recovered with the shaft tip of the 7f exoseal vascular closure device (vcd) attached when the polyglycolic acid (pga) is deployed at 50%. Manual compression is performed after removing the product. There were no reports of patient injury. The product has blood on it, and the deployment button and sheath adapter are used. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. One non-sterile vascular closure device 7f unit was received for analysis. Visual inspection showed that the unit was already inserted into a non-cordis csi (catheter sheath introducer). The deployment lever/button on the device was pressed, and the plug was partially deployed from the delivery shaft, which had dried blood residues. The indicator wire was retracted. The indicator window was in the white/black/red position, and the cowling guard was locked. No other anomalies were observed during the analysis. Dimensional analysis was performed on the delivery shaft of the unit. The inner diameter was measured at the distal tip end of the component. The results were within specification. Functional analysis could not be performed since the unit was partially deployed and had dried blood residues. However, it was confirmed that the plug did not overload the molded plunger disk, the internal components showed no damage upon examination, and the trigger was properly engaged with the left case slot. No microscopic analysis was conducted as the required tests were covered by the functional analysis. The reported event of ¿vascular closure device (vcd)-deployment difficulty-partial deployment¿ was confirmed as the plug was partially deployed with the deployment button fully depressed. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the inability to deploy the plug from the device reported. However, as the dimensional analysis of the ID was within spec and there were no anomalies noted to the internal components, it is possible that the plug was prematurely swollen within the delivery shaft, which can occur due to procedural factors. As cautioned in the IFU, which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed.¿ neither the product analysis, nor the information available for review suggest that the reported events could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.